Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed/replicated the customer reported complaint. Fa found the primary finding of dislodged conductor wire to be related to the customer reported complaint. The permanent cautery hook instrument was found to have a dislodged conductor wire inside the housing. The conductor wire was detached from the electrical pin. As a result, the energy failed to deliver and the root cause of this failure is attributed to a component failure. Additional finding not reported by the site was also identified: the permanent cautery hook instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure is attributed to a component failure and related to device design. A review of the instrument log for the permanent cautery hook (470183-14/ n102105270062) associated with this event has been performed. Per logs, the permanent cautery hook was last used on (B)(6) 2021 on system sk4608. The alleged instrument had 3 uses remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product or event. No image or video of the last procedure was provided for review. This complaint is being reported based on the failure analysis findings. A permanent cautery hook instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8 mm permanent cautery hook instrument had no energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.